Manufacturer narrative:
(B)(4). Concomitant products: dil cath: nc trek, trek; guide wire: rotawire, sion blue, runthrough; guide cath: al heartrail 7f. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in the 90% stenosed left anterior descending artery, which was moderately tortuous and heavily calcified. Atherectomy was performed and a 3.5x15mm xience alpine stent was implanted. A 3.25x12mm nc trek balloon dilatation catheter (bdc) was used to perform post-dilatation four times. The 3.25x12mm nc trek bdc was removed from the patient anatomy to check stent apposition. The xience alpine stent was noted to be malapposed, so another 3.25x12mm nc trek bdc was advanced to the lesion for further post-dilatation, resulting in the xience alpine stent being well-apposed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.